Manufacturer narrative:
(B)(4). Serial # = (B)(4). (Device b): method: 10-26-38; results: 708; conclusions: 78 device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Per the event description, it should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully against the shroud, staples will deployed without completely forming and without cutting the washer; therefore no tactile feedback will be received from the device. Although no conclusion could be reached on why the returned device had the washer cut, it is possible that the device was dry fired after the procedure resulting in the washer being cut. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Received the following requested information on (B)(6) 2011: the quality of the tissue was poor. The blood condition was called polycythemia vera. The patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was fired, but no crunch was heard or felt. They knew right away something was wrong. This was visually confirmed; there was no staple line. Staples were present but not formed. A second device was opened and used to create the anastomosis. This extended the procedure by 60 minutes. While the patient was in post op, they realized the patient had some internal bleeding. The patient was brought back to the operating room. There was some bleeding which was packed and then stopped. No additional intervention was taken. The surgeon states this post operative bleeding was not related to the device, rather to a blood condition the patient had (name of condition not known). Additional information has been requested.

Event description:
Additional information was requested on 1/12/2011, 2/1/2011 and 3/4/2011 and no additional information has been received.